Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 512mg/dl, 264mg/dl, 298mg/dl, 249mg/dl, 322mg/dl. Tests were done <10 mins apart with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.